Event description:
The customer received a blood glucose reading of 75mg/dl on the contour, re-tested on the contour next and the contour next ez. The readings were 125 and 128mg/dl, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strip information was not provided, so report will be submitted under the meter information. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.